Event description:
It was reported that during a vats lobectomy procedure, while firing on the pulmonary vein the device misfired. The device started to cut a little and only a few staples deployed but they were mangled. There was not enough margins to get another reload in, therefore, had to convert to open and use an open device to complete the case.

Manufacturer narrative:
Evaluation summary. The analysis results found that the ats45 device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.